Event description:
Per the clinic, the patient developed an infection at the implant site, and extrusion of the receiver/stimulator, resulting in the decision to explant the device. The device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report filed may 8, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.